Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument; which was analyzed and found the primary failure of noise to be related to the customer reported complaint. The instrument was placed and driven on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions and the jaw opened and closed properly. When performing the firing test, a grinding noise was observed coming from the instrument. Additionally, after opening the housing, the instrument was missing a bearing for the drive input, causing the grinding noise of the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Fa did not replicate or confirm the customer reported complaint of a jagged blade cut or malformed staples. The firing test was performed twice with different orientations of the distal end, while the instrument was on the in-house system. The instrument clamped, fired, and unclamped both times. The stapling lines were straight and no malformed staples on the test foam. The logs show the sureform 60 stapler instrument (product number: 480460-09, lot number: k15230629-0178), was installed on the system three times and fired three reloads (1 green, followed by 2 blue). On the first install, the first clamp was successful, and the firing was completed with one pause for compression. On installs two and three, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, an unusual grinding sound occurred when firing the sureform 60 stapler instrument. The surgeon stated typically using 5 reloads: one green reload, followed by four blue reloads. While firing the green reload first, the tech noted a faint grinding noise but did not communicate this to the surgeon. While firing the second, the blue reload, the grinding noise was louder and the scrub tech communicated the first and second incidents to the surgeon. The surgeon decided to proceed with the third firing, as the blue reload was already loaded, and the grinding noise was even louder and audible in the surgeon console. The stapler was then removed and replaced with a backup sureform 60 stapler instrument. After completing the staple line, the cut edge of the stomach appeared more jagged instead of a clean cut from where the blade cuts. The surgeon also noted staples were seen on both sides of the staple line; however, there were some malformed staples observed. There were no holes or gaps observed within the staple line. The surgeon decided to perform a leak test on the removed portion of the stomach, not on the patient. The tissue was submerged under water and bubbles were observed from the entire staple line. Prophylactically, the staple line on the stomach was over sewn and the procedure was completed robotically. The patient was discharged home and has had no complications.